Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss due to a hole in the tubing stemming from the jump to one of the cylinders. The ipp was explanted. There were no patient complications reported.